Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have 2 bent grips, causing them to be misaligned. The offset at the tips was 0.30 mm. The grips were not found to be cracked. The finding is related to the customer complaint. Additional observation(s) related to the customer complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip could be installed onto the grips but would not stay clipped to the tubing during tests. Common causes of the failure mode severely-bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments. Root cause is attributed to severely bent grip-tips.